Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The healthcare professional reported that during the procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6948535) was impeded in the introducer sheath and could not be pushed out. The device was not used in the patient. A replacement stent was used to complete the procedure. There was no report of any patient adverse event nor complication. The complaint device was returned for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vrd was received contained in the decontamination pouch. Visual inspection was performed. The stent component was observed stuck inside the introducer. The delivery wire was separated into two fragments. The introducer was observed to be in good condition (i.e., no kinks, no fractures, no separated fragments). No other damages were observed. The distal inner diameter (ID) and outer diameter (od) of the introducer was confirmed to be within specifications. Microscopic inspection was performed. Under magnification, the introducer component was confirmed to be undamaged. The stent component was still attached to the distal fragment of the delivery wire. The introducer was flushed in attempt to remove the stent, but it could not be removed; the stent was inspected under microscope inside the introducer and no damages or anomalies were observed. The impeded condition as reported could not be tested in the lab due to the delivery wire breakage; however, this condition suggests excessive manipulation as a result of the impeded condition. The delivery wire breakage was not originally reported in the complaint; since the introducer was found to be undamaged, it is possible that the delivery wire became bent during the pre-operative handling (the proximal end of the introducer was not grasped with the delivery wire altogether during the removal from the dispenser hoop), leading the stent to become impeded when it was being advanced. This might have caused excessive force to have been exerted on the delivery wire to make the stent pass through the introducer and ultimately broke off. The reported issue documented in the complaint that the stent component was impeded in the introducer was confirmed. However, the amount of information available at this time does not allow to assign a root cause. With the evidence available, there is no indication that the issues encountered during the procedure and device investigation are a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6948535. The history record indicates this product was final inspection tested at (B)(6) medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications it should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendation: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (vrd) (enc452812 / 6948535) was impeded in the introducer sheath and could not be pushed out. The device was not used in the patient. A replacement stent was used to complete the procedure. There was no report of any patient adverse event nor complication. The complaint device was returned for evaluation and analysis. Based on the result of the product analysis completed on 05-sep-2022, the event has been deemed reportable as a ¿malfunction.¿

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 20-sep-2022. [Additional information]: on 20-sep-2022, additional information was received. The information indicated that the complaint device did not appear damaged at any time. Due to the resistance, the device could not be moved. Nothing was noted to be obstructing the introducer sheath. The introducer was flushed until liquid was visible at the distal end of the slit in the clear tube. Adequate and continuous flush was maintained. The tip of the introducer was firmly installed into the hub of the microcatheter and locked with the rotating hemostasis valve (rhv) during the device advancement. Excessive force was not applied to the device. Updated sections: b.4, g.3, g.6, h.2, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.